Manufacturer narrative:
The reported events of separation failure and a connection problem were not confirmed. The device was returned in one piece for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Further analysis including visual inspection of the device, specification measurement of the helix and inner diameter of the device docking button, and longevity assessment were normal with no anomalies found.

Event description:
It was reported that the patient presented for a scheduled leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp could not be separated from the delivery catheter. A reattempt was made to dock the device, but it was unsuccessful. Ultimately, the lp was removed from the body. There were no patient consequences.